Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The reported injury was a cracked tooth. The event date is approximate.

Event description:
A consumer reported that their protectiveclean power toothbrush cracked their tooth.